Event description:
Additional information received indicating that a pocket revision was performed due to location of the device. This device was repositioned and remains in-service. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that high, out of range pacing impedance measurements were observed on the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead through the remote monitoring system. The device was also noted to be very prominent and caused discomfort to the patient. As such, a revision procedure has been scheduled. Impedance measurements have been ranging from 1, 900 to more than 2, 000 ohms since implant; however, no other issues were observed. It was thus decided to check the lead during the revision procedure. The crt-d and rv lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
A revision procedure was planned. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was received that this crt-d was explanted for an unrelated reason.